Event description:
Corneal transplant and iol exchange required due to pseudophakic bullous keratopathy. Surgeon indicated inferior haptic of iol impinging on corneal as possible cause of corneal decompensation. During patholical exam, giant cells and lymphocytes were observed. This device is available for on-site inspection for 60 days from date of this report.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.